Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not deliver insulin during the night, and it never gave a no delivery alarm. The customer's blood glucose reading was 27 mmol/l. Troubleshooting was performed, and the insulin pump passed the prime test. However, the customer's parents were not comfortable with the insulin pump since it did not alarm when the customer was not receiving insulin. Nothing further was reported.